Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to lead was causing phrenic nerve stimulation (pns). A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis cannot confirm muscle simulation by product analysis. Also, non-specific product performance allegation was confirmed based on the finding of damaged insulation and e3 conductor due to electro-cautery damage - induced. Further, known inherent risk was selected based on the field report of muscle/pocket stimulation as a known medical risk for implanted pulse generator systems.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to lead was causing phrenic nerve stimulation (pns). A new lead was implanted. No additional adverse patient effects were reported.